Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician noticed that the tip of the dilator was not smooth and a sharp edge on the dilator was visible during preparation of the sheath. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is expected to be returned for analysis.